Event description:
It was reported that during an unknown procedure, the device would not staple but cut. Upon the activation on the rectum tissues, the surgeon heard an abnormal noise and the device cut without stapling. The surgeon changed the surgical technique triggering a delay of three or four hours. No further information on per operative consequences for the patient, or the management of the issue. We are expecting additional detail.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information has been requested:(B)(6).

Event description:
The lay user/patient contacted lifescan alleging that a one touch ultralink meter had incorrect results in the device's memory, which was unresolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Articulation gear teeth the analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a fully fired (B)(4) reload loaded in the device. The returned device was tested for functionality with test reloads on the three articulated positions; when fired to the centered position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.